Event description:
It was reported that the pt experienced sharp pain in left leg following total knee arthroplasty. Bone scan showed evidence of loosening, and the left knee was revised.

Manufacturer narrative:
Info was received via (B)(4). Eval summary: x-rays and surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for revision cannot be determined with certainty. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.